Event description:
The customer reported at approximately 2pm she heard a loud pop from the area that the respiratory therapist (rt) was performing a checkout of the ventilator. She went to the area and reported she observed the plastic oxygen water trap assembly on the rear of the ventilator had shattered. She reported the ventilator was connected to a portable oxygen tank cylinder for the testing. The rt reported her ear hurt from the noise and there were cuts on her arms that did not require stitches. The rt went to the ER for treatment. Upon evaluation of the device, the manufacturer's service technician reported the customer had connected an oxygen e-cylinder tank without a regulator directly to the ventilator via the o2 connector on the oxygen water trap assembly. Without a regulator to control the tank pressure exposed the ventilator to pressure of approx. 2000 psi. Per labeling at the water trap location, the o2 inlet pressure range must be 45-90 psi rating. The service technician replaced the oxygen water trap assembly to complete the service. Applicable final testing was completed and passed to specifications. The event was caused by user error due to failure to attach a regulator to the tank used during testing. Per the operators manual, the ventilator should only be connected to an oxygen gas source capable of delivering a regulated 40-90 psig.